Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the optical sensor was overshooting and indicated a reading was over 200. Blood pressure was measured from radial pressure instead to continue therapy. There was no patient injury reported.